Manufacturer narrative:
Plant investigation: the reported symptom code (blank screen) was confirmed. An exterior visual inspection of the returned cycler showed no sign of physical damage. Functional display check failed. Failure was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became operational. An internal visual inspection of the returned cycler revealed no other discrepancies. DHR findings: t&c blank screen send to rework (B)(6) 2018. Rework: problem detected on front panel, replaced front display assembly. Device sent to test and calibrations. On (B)(6) 2018. Post accelerated stress test: screen went blank, sent to rework (B)(6) 2018. Rework: front panel display is not working. Replaced front panel. Verified that the display is working fine. Sent back to post accelerated stress test (B)(6) 2018. Post accelerated stress test: has passed (B)(6) 2018. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
Peritoneal dialysis patient reported to technical support that the liberty select screen is blank during step 2 of treatment set up. After attempts at troubleshooting, a replacement cycler was arranged. Follow up with the patient indicates that treatment was completed with continuous ambulatory peritoneal dialysis and that treatment resumed on the replacement cycler.